Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reinstalled and the internal battery was replaced to address the issue. There was evidence of contamination. During the evaluation of the device at the manufacturer's service center, the device failed a step test. The device's machine flow sensor was replaced to address the issue.